Event description:
Next of kin stated that they believe the customer's insulin pump was not working correctly and that some of the customer's equipment was recalled. Caller stated the replacement insulin pump was not working as well.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown as the death certificate was unavailable, but the coroner believed hypoglycemia was involved even though an autopsy was not performed. The caller stated that the customer had a lot of highs and lows that may have led to the customer's passing. The customerâ¿¿s blood glucose was unknown at the time of death. The caller is unsure if the customer was wearing the insulin pump at the time of death. The customer may have been using an older pump that had sustained moisture damage and was not working well. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.